Event description:
A customer observed negatively biased results for ckmb and troponin from five separate patient samples on one of their vitros eci analyzers. A review of datalogger files also identified a negatively biased quality control fluid. A malfunction of this type could cause biased reesults in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.